Event description:
The article "heart valve center approach to severe tricuspid regurgitation: real-world data and outcomes" was reviewed. The article presented a retrospective single center study, to evaluate the clinical characteristics and outcomes of patients with severe tr managed at our hvc with different treatment strategies, including conservative management, surgery, and transcatheter repair. Devices mentioned include mitraclip, triclip and non-abbott devices. The article concluded that in patients with symptomatic severe tr managed through a modern hvc approach, invasive treatments (tv surgery or t-teer) may provide a prognostic benefit over conservative management, particularly in early disease stages (tri-score <6). [The primary author and corresponding author was cosmo godino at san raffaele hospital institution with corresponding email godino.cosmo@hsr.it]. The time frame of the study was january 2018 to december 2023. A total of 476 patients were included in this study, of which 76 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, diabetes, previous stroke, atrial fibrillation. (B)(6), unk mitraclip peri- and post-procedural complications included death, heart failure, prolonged hospitalization. (B)(6), unk triclip peri- and post-procedural complications included death, heart failure, prolonged hospitalization.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Attachment: article titled "heart valve center approach to severe tricuspid regurgitation: real-world data and outcomes."

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including functional and hypertension, diabetes, previous stroke, atrial fibrillation. Complications reported included death, heart failure, prolonged hospitalization, and off-label use; these complications are anticipated for the procedure and subject population. The reported off-label use was associated with using a mitraclip on the tricuspid valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.